Manufacturer narrative:
Siemens filed the initial MDR on 11-mar-2019. Additional information (14-mar-2019): instrument files, containing data from 20-jan-2019 through 23-jan-2019 that includes results from 4 impacted patient samples (sample ids (B)(6)), were made available for further investigation. Siemens further investigated the issue and determined that mixing performance indicators and absorbance values for the discordant results were elevated compared to the correct results, which indicated an issue with mixing. A siemens specialist determined that the result monitoring, optical performance, and blanking were within specifications; quality controls (qcs) were within acceptable ranges between 20-jan-2019 and 23-jan-2019. The routine maintenance performed by the service personnel (documented in the initial MDR) resolved the issue; a siemens specialist followed up with the customer and the customer reported that they have not observed additional discordant valproic acid (valp) results. The cause of the discordant valp results is unknown, however, siemens determined that pre-analytical sample handling issues, reagent 2 (r2) arm misalignment or a reagent arm 2 mixer malfunction could impact the absorbance values, which potentially contributed to the discordant valp results. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2517506-2019-00102_s1, 2517506-2019-00103_s1, 2517506-2019-00104_s1, 2517506-2019-00106_s1, 2517506-2019-00107_s1, 2517506-2019-00108_s1, and 2517506-2019-00109_s1 were filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant valproic acid (valp) results were obtained on multiple patient samples on the dimension exl 200 instrument. A service personnel was dispatched to the customer's site multiple times. During these visits, the service personnel: adjusted the cuvette pump; calibrated valp and ran a sample for valp, resulting acceptably; replaced a lamp twice, cassette pump, and top seal; ran quick check and quality controls twice, recovering acceptably; ran calibration and performed a temperature check, resulting acceptably. The cause of the discordant valp results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2517506-2019-00102, 2517506-2019-00103, 2517506-2019-00104, 2517506-2019-00106, 2517506-2019-00107, 2517506-2019-00108, and 2517506-2019-00109 were filed for the same issue.

Event description:
Discordant, falsely low valproic acid (valp) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower for sample ID (B)(6) and higher for sample ID (B)(6). The samples were repeated again on the same instrument, resulting higher. The 2nd repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low valp results.